Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements greater than 200 ohms. Technical services (ts) was contacted, and ts discussed possible causes and treatment options. The rv lead remains in service. No adverse patient effects were reported.